Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm while supporting a pt at turkiye yuksek ihtisas hosp. The pt is still supported by this companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt, because, although the companion 2 driver exhibited an "emergency battery error" alarm, the companion 2 driver has redundant power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.